Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced pain with and without device use, resulting in the decision to discontinue use of the device. Subsequently, the device was explanted on (B)(6) 2015. It is unknown if the patient will be reimplanted with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed may 9, 2016.